Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_ens_stimulator, serial # unknown, product type external neurostimulator.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's trial lead was placed slightly off, so the healthcare provider (hcp) placed the permanent lead in a different position. No symptoms were reported. No further complications were reported.